Event description:
During a breast biopsy while they were taking a sample, their cutter would not stop cuttinh. There was no py consequence reported, they completed the case with the 2nd driver they havt at the acct. Driver being sent back for repair.